Manufacturer narrative:
An independent image review received in relation to MDR report ref #3001845648-2014-00271, 00272 and 00273 which were initially submitted for reports of occlusion also indicated one incident of stent fracture had occurred with a ziv6-35-125-6.0-120-ptx device. No info was received prior to this image review that indicated a stent fracture had occurred. The device involved in this complaint was not available for eval (the stent remains implanted in the pt). With the info provided, a document based investigation was carried out. Images relating to this event were received and reviewed. Image findings included a new step-off along the mid sfa ptx stent proximal right lateral margin was consistent with a type 1 stent fracture. The fracture was not associated with increased neo-intimal hyperplasia, kinking, or an acute bend. Minimal lumen narrowing was demonstrated mid stent-neo-intimal hyperplasia after angioplasty. The customer complaint could be confirmed based on the customer testimony and on the imaging provided as type 1 stent fracture was confirmed. It may be noted that stent strut fracture is a known potential adverse effect of the use of this device. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for lot #c778925 revealed no issues which could have contributed to this complaint report. According to info provided, the physician was not aware of the stent fracture and does not plan any action relating to the stent fracture. There have been no adverse effects to the pt reported as occurring as a result of this specific event. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On the (B)(6) 2012, two ziv6-35-125-6.0-120-ptx devices of lot # c778925 and c780022 and one ziv6-35-125-7.0-40-ptx device of lot #c772908 were implanted in the right sfa of the pt. An independent image review received in relation to MDR report ref # 3001845648-2014-00271, 00272 and 00273 which were initially submitted for reports of occlusion also indicated one incident of stent fracture had occurred with a ziv6-35-125-6.0-120-ptx device. No info was received prior to this image review that indicated a stent fracture had occurred. The info received indicates no action has been taking specifically relating to the stent fracture. As of january 25, 2014, no further adverse effects to the pt had been reported as occuring. As two ziv6-35-125-6.0-120-ptx devices were implanted in the pt and it is not possible to confirm which one in particular had fractured, two reports have been submitted for each suspect device lot number. Note however, the image review received confirms only one stent fracture has occurred. Reference also directly related MDR report ref #3001845648-2014-00330.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. An independent image review received in relation to MDR report ref # 3001845648-2014-00271, 3001845648-2014-00272& 3001845648-2014-00273 which were initially submitted for reports of occlusion also indicated one incident of stent fracture had occurred with a ziv6-35-125-6.0-120-ptx device. A follow up imaging review was also provided following the receipt of additional images. These images were reviewed and the following comments were provided by the independent reviewer: impression: the step off along the mid zilver stent proximal right lateral margin was again demonstrated and unchanged. This correlates with the related complaint report. Given the stability, the deformity is most consistent with a type I fracture that remains clinically insignificant; no significant findings relative to the patient anatomy was observed; no significant findings relative to the disease state was observed; relative to the use of the device, long stented length increased the risk of fracture from conformational changes during hip flexion; no significant findings were observed relative to the device design or performance. The stent fracture was stable and previously unrelated to the prior thrombosis. The customer complaint can be confirmed as imaging revealed stent deformity consistent with a type I stent fracture. According to the imaging review a step off along the mid zilver stent proximal right lateral margin was again demonstrated and unchanged since the first imaging review. Given the stability, the deformity is most consistent with a type I fracture that remains clinically insignificant. The long stent length increased the risk of stent fracture. It can be noted that the stent fracture was unrelated to the prior thrombosis complaint. Stent strut fracture is a known potential adverse effect associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. According to information provided the physician was not aware of the stent fracture and does not plan any action relating to the stent fracture. There have been no adverse effects to the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images relating to this event. The initial event description was submitted as follows: on the (B)(6) -2012 two ziv6-35-125-6.0-120-ptx devices of lot # c778925 & c780022 and one ziv6-35-125-7.0-40-ptx device of lot # c772908 were implanted in the right sfa of the patient. An independent image review received in relation to MDR report ref # 3001845648-2014-00271, 3001845648-2014-00272& 3001845648-2014-00273 which were initially submitted for reports of occlusion also indicated one incident of stent fracture had occurred with a ziv6-35-125-6.0-120-ptx device. No information was received prior to this image review that indicated a stent fracture had occurred. The information received indicates no action has been taking specifically relating to the stent fracture. As of the (B)(6) 2014 no further adverse effects to the patient had been reported as occurring. As two ziv6-35-125-6.0-120-ptx devices were implanted in the patient and it is not possible to confirm which one in particular had fractured, two reports have been submitted for each suspect device/lot #. Note however the image review received confirms only one stent fracture has occurred. Reference also directly related MDR report ref # 3001845648-2014-00330.